Event description:
A customer reported encountering a cgm error multiple times on their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, walked the customer through a pump reset, and provided guidance on resuming sensor sessions. The customer was informed about receiving a pump with updated software and agreed to return the faulty pump using a provided return box and pre-paid label. The customer understood the instructions for storage mode and the programming of settings into the replacement pump.